Manufacturer narrative:
A service visit was set up however it was cancelled when field service engineer (fse) was informed by the customer that they found tubing disconnected from the probe rinse block assembly which they reattached prior to the service visit and that resolved the leak. The cause of the leak was the disconnected tubing at the probe rinse block assembly. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that about a cup of an unknown liquid was found underneath their coulter act 5 diff cap pierce (cp) instrument prior to them using the instrument for the day. All operators were wearing personal protective equipment (ppe) consisting of gloves and lab coats at the time of the incident. No injury or exposure was reported. The customer had not yet started up the unit for the day and no samples had yet been run. No erroneous results were generated.